Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to ipg being shallow. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.